Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the libre reader was reviewed. The DHR showed the fs libre reader passed all tests prior to release. The DHR for the precision strips was reviewed. The DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered is the date of the event. Note: the reader is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this reader does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported strips 4500181537 has been returned and investigated with a known good reader. Visual inspection has been performed on the returned strips, no issue observed. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported meter is returned the case will be re-opened.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.